Manufacturer narrative:
Additional information was added to h6, h7, h9 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unknown particulate matter was observed in an unspecified quantity of non-vented high-volume inlets. The particulate matter was noted in an unspecified location. This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.